Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-11202. It was reported that hed patient had a controller fault on 19-may-2022. A review of the log file revealed no signs of any controller fault. There was a possibility that the controller fault has stopped the recent data from downloading as the event log file stopped on (B)(6) 20022. A controller and a modular cable replacement were recommended.

Manufacturer narrative:
Manufacturer's investigation conclusion the modular cable (lot number: 8128676) was returned for evaluation due to controller fault alarms active on the associated controller. The modular cable was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 7 days (10jan2022, 01jan2022, 16may2022 ¿ 19may2022, 24may2022 per timestamp). Events captured on dates prior to 16may2022 displayed the default pump settings. Events captured on 01jan2000 took occurred when the clock was not set; therefore, the exact times of the event were unable to be accurately recorded. Events captured on 24may2022 took place in the testing labs at abbott. Controller faults coincident with lcd_com faults were active on 19may2022 at 10:50:32 ¿ 14:39:47 and did not clear in the log file. The driveline was disconnected on 19may2022 at 14:37:07 and the controller was shut off at 14:39:47. There were no other notable alarms active in the log file. Pump operation was not affected. The modular cable was connected to the modular (104285) v4 test and was found to operate as intended. The modular cable was also connected to the returned heartmate 3 system controller (serial number: hsc-110532) and controller faults were active. The modular cable was disconnected and reconnected and functionally tested with a test heartmate 3 system controller in the labs at abbott and was found to operate as intended. The root cause of the reported event of controller fault alarms was conclusively determined to be caused by an issue with the software in the returned heartmate 3 system controller and was not related to the performance of the modular cable. Heartmate iii instructions for use, rev. G, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. G), section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including replace controller alarms. Heartmate iii instructions for use, rev. G, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. G, section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the modular cable (lot number: 8128676) and were found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.